Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was suspected that the out of range measurements were related to scar tissue around the lead. No adverse patient effects were reported. The physician will continue monitoring. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that this ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) 3 years later.